Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that valve was originally implanted in 2010 and was swapped it out on the day of the report because of difficulty reprogramming. Under x-ray, it was set to 0.5, but every time it was checked with the electronic programmer, it showed 2.0. Even after explantation, it still read 2.0. It was believed the setting was currently at 1.5 because the surgeon was testing it himself after the case and changed the setting.